Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to duplicate the customer's reported issue. The stm reviewed the iabp log files and observed fault log # 78, #111, #112, and #116. The stm replaced the coiled cord, cable backplace board to coiled cord, the display connector seal gasket and the front end board then completed all safety, functionality, and calibration checks. It was noted that the pins on the first front end board were bent upon installation so a second front end board was installed. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient and post cardiac cath lab (ccl) procedure, the screen for the cardiosave intra-aortic balloon pump (iabp) went blank followed by a loud screeching noise. The customer restarted the iabp unit and continued therapy due to the iabp unit being one of two in the facility. The customer plans to arrange a request for a loaner unit. There was no patient harm and no adverse event reported.